Event description:
During a standard treatment, the dentist recognized that a dental electrical handpiece heated up. She is not sure whether a pt received a burn - it might be that a redness was caused at the cheek. Nobody was hurt in a way that any kind of medical care would have been necessary.

Manufacturer narrative:
During a standard treatment, the dentist recognized that a dental electrical handpiece heated up. She is not sure whether a pt received a burn - it might be that a redness was caused at the cheek. Nobody was hurt in a way that any kind of medical care would have been necessary. The analysis did show that the handpiece had a high debris level, the bearings have been stiff, grinding and vibrating and the head of the handpiece had a dent. This caused the backcap to stick in causing the head to heat up. Handpiece was running out of spec. A visual and functional inspection of the handpiece is required by the user instruction prior to each treatment and is hence mandatory. Reported due to the 2 year presumption rule.